Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and an unknown manufacturer's right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and several shocks. Additionally, high out of range rv pacing impedance measurements greater than 2,000 ohms were observed. Boston scientific technical services (ts) discussed the potential of a lead fracture and discussed troubleshooting options. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.